Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted: (B)(6) 2012. Evaluation summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was increased bipolar impedance, with unipolar measurement remaining normal. The rv (right ventricular) lead remains in use. No patient complications have been reported as a result of this event.